Event description:
It was reported that there was stimulation in the wrong location, so the lead was surgically moved down to capture lower leg and foot. Diagnostic testing included impedance testing, x-rays, and reprogramming. The patient wanted better stimulation coverage in left lower leg and foot and was getting satisfactory coverage from left back to toes post procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).